Event description:
It was reported that the customer's blood glucose (bg) level was recorded as 29.8 mmol/l and ketone level was moderate. Cause was not known. Customer changed infusion set and administered an insulin injection. Customer went to the emergency room and was admitted to the hospital. Customer was treated with intravenous insulin and saline. Elevated bg/ketones resolved with no injury. Customer was discharged on (B)(6) 2025. During pump system check with technical support, no issues were identified with the cartridge, insulin or infusion set tubing/cannula. No pump issues were identified.